Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery rapidly depleted. Pump battery history was reviewed with tandem technical support and battery depletion appeared to be "average". Customer declined to continue troubleshooting and declined to provide further information. Customer's blood glucose was 175 mg/dl.